Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record alleged that an unknown bard power port (catalog no.: unknown, lot no.: unknown) was implanted in a patient. One day later, the patient developed fever and chills, and blood cultures confirmed gram positive cocci, indicating an unspecified infection. The next day, the patient was evaluated for sepsis. Approximately six years and three months later, an unknown right sided port was removed due to an exposed port, cellulitis, and port site infection, findings consistent with skin erosion, expulsion, and an unspecified port site infection. Fluoroscopy confirmed complete removal. Approximately two and a half months later, another right sided port was removed due to a port site infection, also categorized as an unspecified infection, and fluoroscopy again verified complete removal of the port and catheter. Therefore, it can be confirmed that the patient had experienced infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient underwent a port implantation for an unknown medical condition. Sometime after the port placement, the patient was diagnosed with an unspecified infection. Subsequently, the port was removed. However, the current status of the patient remains unknown.